Event description:
A customer reported via health authority that during a silicone oil removal surgery with posterior capsulotomy, the vit probe was found to be nonfunctional (was not able to cut) leading to a one-minute pause to replace the probe. The surgery then continued. Although no serious harm occurred (no impact to the patient). The intraoperative equipment failure prolonged the procedure duration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).